Event description:
Reporter stated there were a number of instances (47) where outcome of cataract surgery has not been in accordance with past experience of the hospital. This is considered to be due to the settings on the machine as it was delivered. Hospital stated that it had not changed the settings.

Manufacturer narrative:
H-10: a company service rep checked the system and found it to meet its performance specifications. This report was mailed in to FDA on: 1/6/1998.